Manufacturer narrative:
The device was returned for analysis. The failure to cycle [cuff miss] was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment appear to be related the circumstances of the procedure. In this case, it is likely an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle [cuff miss]. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with three prostyle devices, after a percutaneous coronary intervention procedure using an 8f sheath. Reportedly. A cuff miss [suture retrieval issue] occurred with the first and second prostyle devices. A suture break occurred with the third prostyle device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional two perclose prostyle devices referenced are filed under separate medwatch report numbers.